Event description:
Halyard health received a report from (B)(6) stating the trach care adapter broke leaving a portion of the device remaining in the pt's endotracheal tube. The pt lost ventilator support. Add'l info received on 11/10/2014, stated the device was in use for approximately one hour prior to failure. The ventilator alarmed due to leaking of the device. The nurse was not suctioning the pt at the time of the device breakage. No add'l info was provided in regards to the pt's status.

Manufacturer narrative:
Eval of the returned complaint product is anticipated, but not yet begun. A review of the device history record is in progress. Upon completion of the investigation, a f/u report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).